Event description:
Leakage was discovered from a silicone tube of a transfer set. The date of how long the set was in use is unknown. There was no patient injury or medical intervention associated with this incident according to the international affiliate.